Event description:
A nurse placed an IV for chemotherapy using a winged catheter. No difficulty with IV insertion. After placing the IV and clamping the tubing she noticed blood around the IV site. It appears that there was a hole in the catheter causing the blood to back up and leak. The catheter and tubing were replaced, and the patient was not injured. No staff injury.